Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a vein graft to the circumflex artery. A 6f guide catheter and a 190cm balance guide wire was used. A 4.00x38mm xience skypoint was advanced and deployed and then a 4.5x33 mm xience skypoint stent was deployed and the 4.50x12mm nc trek balloon dilatation catheter (bdc) was used for post dilatation of both stents. For the 1st and 2nd inflation the balloon was inflated to 15 atmospheres (atm) for 10 seconds and then for the 3rd, 4th and 5th inflation to 17 atm for 10 seconds. During removal of the balloon the tip of the balloon broke off, therefore the bdc was removed as a single unit with guide catheter and wire. The sheath was then exchanged to a larger 7fsheath in order to snare the tip of the balloon from the patient using a 7f snare. There was no adverse patient sequela. The patient is doing fine and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported tip separation; however, factors that may contribute to material separation (tip) include, but are not limited to, processing and/or handling in manufacturing, handling during preparation for use, inadvertent mishandling during use, lesion characteristics, procedural technique, severe torquing or kinking (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. The tip was successfully snared with no adverse patient effect. The reported treatments appear to be related to operational context of the procedure. It should be noted there was no reported damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.